Event description:
Report received from a surgeon regarding pt, who underwent a small intestinal wedge resection and laparotomy and drainage for diffuse bacterial peritonitis due to meckel's diverticulum in 2004. Two sheets of seprafilm were placed under the median incision. The area of operation was a dirty infected operation with an existing infection of pus leaking from a perforation of an internal organ. The ileum was removed by wedge resection and the parts were anastomosed mechanically with absorbable and synthetic suture for inside, and 3-0 vicryl (absorbable synthetic multifilament ligature) for outside. The peritoneum layer was sutured by knotting with absorbable synthetic and multifilament suture 1 vicryl and the skin layer was done by knotting manually with nonabsorbable monofilament suture 3-0 nylon. In 2004 the pt experienced a fever of 38.5 degress celsius. A chest and abdominal computed tomography scan revealed bilateral pleural effusion and a small amount of fluid retention around the transverse colon and bladder. Four days later, the fever continued and the pt's white blood cell count was 14,400/ul and c-reactive protein was 11.82 mg/dl. A repeat computed tomography scan revealed increased amounts of ascites at the head-site of the bladder base. The pt developed an abscess under the median incision in the area where seprafilm was placed. Two days later an open drain was inserted under local anesthesia into the area of the abscess with aspiration results of opaque, gray, and oily ascites. A culture revealed no bacteria. Two days later, the fever continued, and the pt developed peritonitis in the mesentery proper in the area of seprafilm placement. The pt's white blood cell count was 10,900/ul and c-reactive protein was 15.18mg/dl. A repeat computed tomography scan revealed inflammation along the membrane of the small intestine. The pt underwent a re-laparotomy which revealed peritonitis and strong adhesion of the intraperitoneal intestine at the site of seprafilm placement, where seprafilm was completely absorbed into the body. At the end of the surgery, two sheets of seprafilm were placed under the incision. The pt recovered without sequelae after the relaparotomy following month. The intensity of the event of abscess was reported as moderate and the intensity of the event of peritonitis was reported as severe. Concomitant medications included ciprofloxacin, gentamicin sulfate, imipenem cilastatin, fluconazole, and polyethylene glycol treated normal human immunoglobulin. It was the opinion of the surgeon that the events were probably related to seprafilm; however, since there were no noted adverse events with the use of seprafilm after the second laparotomy, the condition of the first operation may be related to the event rather than a pt specific reaction.